Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. The customer's blood glucose was 388 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime, and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their infusion set/reservoir was occluded. No additional information provided.